Event description:
It was reported that the pump had been ¿coming in and out¿ due to an infection the year prior to report. It was stated that the pump had been moved from the patient¿s abdomen to the chest. At the time of report, the pump contained baclofen, but it is unclear if this was consistent with the drug at the time of this event.

Manufacturer narrative:
(B)(4).